Event description:
Rptr stated that caller from facility reported that a free flow of solutions from the source containers into the weighing chamber had occurred when the source occluder door was opened to manipulate lines after a p-17 alarm (auto cal out of range). The rptr had the user purge the weighing chamber, recycle the power and recalibrate the unit per operator's manual directions. A product complaint was filed because of the free flow. The unit was not sent to product svcs for eval since the issue was resolved by telephone. No pt involvement.